Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 780 hematology analyzer generated very low hemoglobin (hgb) and hematocrit (hct) results on a single specimen. Customer reported that the specimen was from a pre-op patient. Customer reported that the surgeon disputed the result. Customer reported that the patient was re-drawn. Customer reported that the redrawn specimen showed higher hgb and hct results. Customer reported that there was no death or injury or change in treatment for the patient. Customer reported that the sample in question was drawn by the nursing staff who indicated that the sample was drawn prior to insertion of the IV line. Customer reported that the sample in question appeared to have been diluted with a clear fluid of unknown origin. Customer reported that the sample was not normal in appearance, and that the typically straw-colored plasma was very clear. Customer reported that they were not certain if sample dilution occurred at time of draw or at time of run on the instrument. Customer reported that a sodium citrate tube and a chemistry tube were drawn at the same time and the samples appeared normal and undiluted. Customer reported that the sodium citrate tube and chemistry tube were not used for patient sample analysis. Customer indicated that the instrument is currently performing within specification with regard to accuracy and precision.

Manufacturer narrative:
Evaluation method: customer reported that they had sequestered the sample in question. Bec did not request the specimen as the sample would not meet sample stability requirements upon return for further evaluation and would provide no value-added information. Bec review of the results provided by the customer indicated that the red blood cell (rbc) and hgb were lower, while the platelet (plt) and white blood cell (wbc) results were higher on the suspect sample than on the redrawn sample. Bec has determined that the sample pattern is suspect and is most likely the result of improper mixing. Bec investigation indicated that there has been no occurrence of this issue on the instrument with any other patient or quality control samples, either before or after the incident.